Event description:
Pt was on a stable dose of flolan at 29 ng/kg/min. On march 19, 1994, she was at a movie theater aaand inadvertently disconnected the battery from her portable infusion pump for an unknown period of time. Before she could replace the battery, she became unconscious and pulseless. She was resusscitated by members of the audience and subsequently by emts. The emts transported heeeer to a local hospital. She was persistently hypotensive (systolic bp 55), and unresponsive with fixed and dialated pupils for the remainder of her hospitalization. She was treated with doppaaamine and levophed at high doses, but hypotension presisted. Floolan was reinstituted at 2/3 of the original dose to try to decrease the pvr aand improve cardiac output. Despite these measures, the pt died approx 6 hrs after the event began.